Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak glucose of 358 mg/dl that persisted for approximately one day, during which the device alerted for high glucose and the user¿s spouse attempted to assist with infusion set troubleshooting that the user declined at the time. Symptoms included fatigue and incoherence. Outcomes included no need for medical intervention, and glucose subsequently decreased overnight, stabilizing around 105 mg/dl by the following morning. Investigation included complaint intake review and troubleshooting and education with the patient and caregiver. Investigation of this case revealed no confirmed device malfunction, and the inability to correct glucose prior to set change raised the possibility of infusion set or infusion site issues, though the specific cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.